Event description:
The customer stated that the central monitoring sys (cns) does not have an image display. The cns will not boot up, and the windows splash screen appears and then turns into a blue screen. The customer power cycled the unit twice. MFR ref # 8030229-2015-00103.